Event description:
The customer reported inadvertently running the opcheck while attached to a patient. The patient reported feeling a sensation. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported inadvertently running the opcheck while attached to a patient. The patient reported feeling a sensation. No adverse patient impact was reported. This is consistent with a use issue, where the users performed a shift check while the device was attached to a patient. The labeling is clear about the proper way to perform a shift check. Additionally, the device alerts the customer to "verify test load is on" during the test.